Event description:
The chair was being used by rptr's spouse. Prior to the day of the event, the tiltmaster failed to function and parts were replaced. Three days later, the tiltmaster failed again. It was repaired again and parts were also replaced. Rptr stated that the tech/svc person said "it was only a blown fuse". On the day of the actual event, the pt was sitting in the chair at home. Rptr stated that suddenly they began to smell a burnt odor. Then they realized that smoke was coming from the chair. Rptr had to get help in order to remove pt from the chair. Fortunately they sustained no injuries.